Event description:
It was reported that while in the cath lab the md inserted the sheath via the patient's right femoralis without difficulties. The intra-aortic balloon (iab) was prepped and a vacuum pulled. As the md advanced the catheter through the sheath "problems occurred." The md tried to remove the iab from the sheath. When this could not be done he removed the iab, sheath and spring wire guide (swg) as one unit. The md made a request for a conventional catheter (non lws) and this iab was inserted via the left femoralis without issues. After the iab insertion, the patient was moved to the ICU (intensive care unit). There was no reported patient death or injury. Medical / surgical intervention was not required. The iab therapy was delayed / interrupted for the time frame required to retrieve, prep and insert the second iab into the opposite femoralis. There were no reported patient complications and the patient outcome is listed as okay.

Manufacturer narrative:
(B)(4). Follow-up report will be filed if additional information becomes available.